Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03610. It was reported that the patient experienced ineffective stimulation. Reprogramming was attempted, but was unable to restore therapy. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.